Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for a case, a console error (h07) occurred. The procedure was completed with another form of therapy.

Manufacturer narrative:
A visual examination of the returned device that the tamperproof seal was not intact. The top cover was removed and the ac power harness assembly was found to be disconnected from the rf board. After reconnecting there was no indication of the reported error (h07) message. However, the ac power harness assembly was replaced as a precautionary measure. The device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a generator error (h07) occurred. During the evaluation, the ac power harness assembly was found to be disconnected from the rf board. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for a case, a console error (h07) occurred. The procedure was completed with another form of therapy.